Event description:
It was reported that foreign matter was found within the bd plastipak¿ 5ml syringe. This event occurred two times. The following information was provided by the initial reporter, translated from portuguese: "syringe has dirt in the entire external area."

Manufacturer narrative:
Device evaluated by MFR and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found within the bd plastipak¿ 5ml syringe. This event occurred two times. The following information was provided by the initial reporter, translated from portuguese: "syringe has dirt in the entire external area."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 26-jul-2022. H6: investigation summary: the analysis of the batch history (DHR), maintenance records and quality notifications was performed and no deviation was found for this lot. Through the analysis of the sample sent by the customer it is possible to observe foreign matter in the syringe barrel, so bd confirms the complaint. The foreign matter was identified as lubricating oil. The product's stem is manufactured in a hydraulic injection molding machine that requires self-lubrication to move the columns. Thus, the possible cause for the incident was contamination during the process of extracting the rod. It is believed that the rod hit the lubricated column and fell into the product withdrawal conveyor.